Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. This file was created from the attached zilver vascular final pmcf report MDR-2058_3rd party vendor (fivos and the society for vascular surgery (svs) patient safety organization) to capture 336 instances of off label use. This file is related to (B)(4) (3001845648-2023-00935), (B)(4) and (B)(4) (3001845648-2023-00936). Device evaluation: the zilver vascular self-expanding stent of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all zilver vascular self-expanding stent devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. Instructions for use/label it should be noted that the instructions for use (ifu0043) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries.¿. It should also be noted that worsened claudication and restenosis of the stented artery are listed as potential adverse events in the IFU. There is evidence to suggest the user did not follow the IFU. From the article it is known that the device was placed in the below treated arteries, which is not the intended use of this device: aorta, profunda, sfa, popliteal, internal, sfa + popliteal, ant tib, tp trunk, post tibeal, peroneal, dorsal pedal, plantar. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the report it is known that the was placed in the below treated arteries, which is not the intended use of this device: aorta, profunda, sfa, popliteal, internal, sfa + popliteal, ant tib, tp trunk, post tibeal, peroneal, dorsal pedal, plantar. As previously mentioned, the IFU states ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries.¿ it should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. As per d00213689, rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Adverse events at discharge listed below are likely related to the off label use as described above along with patient's pre-existing condition of chronic peripheral arterial disease. Lesion characteristics p<0.001 indicating the two groups i.e., cook zilver vascular ses and all other bms were not comparable at the baseline. Modified rutherford class (claudication): worse. Long term outcomes: device performance: loss of patency (occluded and uncertain) long term outcomes: device performance: stenosis >= 50%. Long term outcomes: any re-treatment of target lesion. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary: this file was created from a pmcf study. In order to evaluate the cook medical bare metal zilver vascular ses, vqi peripheral vascular intervention (pvi) registry data for procedures performed between january 2017 and april 2023 by physicians participating in the vqi pvi registry were analyzed. All consecutive pvi procedures for treatment of chronic peripheral arterial disease were selected. Confirmed quantity of 336 devices, confirmed used. According to the initial reporter, the device was used off label in 336 cases. 107 patients required re-treatment of target lesion. 80 patients reported stenosis >= 50%. 109 cases reported loss of patency (occluded and uncertain). 40 cases reported worse modified rutherford class (claudication). Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. Adverse events at discharge listed are likely related to patient's pre-existing condition of chronic peripheral arterial disease. Stent off-label use would have been another contributor to these adverse events. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-jun-2024.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zilver vascular final pmcf report MDR-2058_3rd party vendor (fivos and the society for vascular surgery (svs) patient safety organization) methods: in order to evaluate the cook medical bare metal zilver vascular ses, vqi peripheral vascular intervention (pvi) registry data for procedures performed between (B)(6) 2017 and (B)(6) 2023 by physicians participating in the vqi pvi registry were analyzed. All consecutive pvi procedures for treatment of chronic peripheral arterial disease were selected. This file captures off-label usage of the zilver stent in the below treated arteries: -aorta -profunda -sfa -popliteal -internal -sfa + popliteal -ant tib -tp trunk -post tibeal -peroneal -dorsal pedal -plantar this file also captures the events that off-label usage of the stent could have been a contributor to below adverse events: -modified rutherford class (claudication): worse -long term outcomes: device performance: loss of patency (occluded and uncertain) -long term outcomes: device performance: stenosis >= 50% -long term outcomes: any re-treatment of target lesion as per IFU, this product is intended for use in the iliac arteries. Patient outcome: no adverse effects patient/event info: total number of procedures = 1674; total number of patients = 1596 (male = 1032), avg age = 68.2 yrs